Event description:
Description: leakage. Event details: I would like to inform you that we have unfortunately encountered the problem several times in the production of cytostatic drugs that the bd luer-lok 50 ml syringes were leaking at the plunger. Unfortunately, the product leaked out of the back during drawing up. As you can imagine, this is extremely unpleasant, especially in the preparation of cytostatic drugs, and poses a greater risk to staff. When did the incident occur? During use.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: a report was received indicating that cytostatic drugs were leaking at the plunger. As no physical sample was returned, a comprehensive evaluation of the affected unit could not be conducted. To support the investigation, six retained samples were requested and subsequently examined. Visual inspection revealed no damage to the cylinders or any related abnormalities. Leak testing was performed on all samples, and results confirmed compliance with established specifications. A review of the device history record for material number 300865, lot 2503089, was completed. The review found no deviations or nonconformities associated with the reported event. Based on the findings of the investigation, it was not possible to confirm the presence of any leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.